Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the wrong images were being saved. (Data mix). There is no report of death or serious injury associated with the complaint.